Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was diagnosed with peritontitis. In a follow up with a pdrn additional information was obtained. On (B)(6) 2021 the patient presented to the pd clinic with unspecified symptoms of peritonitis. The clinic sent the patient to the hospital where a diagnosis of peritonitis was made. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 1g every 72 hours for two weeks and ceftazidime 1g daily for two weeks. The pd effluent culture resulted positive for streptococcus viridans and the white blood cell count was(B)(4)(unknown units). The patient was discharged to home on (B)(6) 2021 and continues to complete pd therapy utilizing the liberty select cycler during recovery. On (B)(6) 2021 the pdrn was informed by the patient¿s brother that the patient disconnects during treatment and then returns later to complete the pd treatment. The rn and medical doctor discussed with the patient the importance of completing the entire treatment and ensuring there is a pin in place and a cap in the end of the pd catheter. It was determined this breach in aseptic technique was the cause of the peritonitis event. No further information related to the event was provided.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of cycler set defect reported for the peritonitis event. The cause of the peritonitis was attributed to a breach in aseptic technique by the patient disconnecting from treatment and returning later to reconnect and complete the treatment. This is supported by the culture results of streptococcus viridans as this species can be found in the oral cavity and upper airway. It can enter the peritoneal cavity through contamination during the exchange procedure. Based on the available information and no allegation or evidence of a defect or deficiency, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was diagnosed with peritonitis. In a follow up with a pdrn additional information was obtained. On (B)(6) 2021 the patient presented to the pd clinic with unspecified symptoms of peritonitis. The clinic sent the patient to the hospital where a diagnosis of peritonitis was made. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 1g every 72 hours for two weeks and ceftazidime 1g daily for two weeks. The pd effluent culture resulted positive for streptococcus viridans and the white blood cell count was 5123 (unknown units). The patient was discharged to home on (B)(6) 2021 and continues to complete pd therapy utilizing the liberty select cycler during recovery. On (B)(6) 2021 the pdrn was informed by the patient¿s brother that the patient disconnects during treatment and then returns later to complete the pd treatment. The rn and medical doctor discussed with the patient the importance of completing the entire treatment and ensuring there is a pin in place and a cap in the end of the pd catheter. It was determined this breach in aseptic technique was the cause of the peritonitis event. No further information related to the event was provided.